Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main 2.1 drawer failed, and device not detected on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) inspected the station and found the half height drawer off the bus with pyxis bus modular board (pmc) diagnostic light emitting diode extinguished. The issue was isolated to a failed drawer controller 2.1 cascading to the pmc. Replacements were installed, and the station was tested in application and hardware test application diagnostics with no issues noted. The system functioned as intended after the field service engineer repaired the device.